Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) presented for reprogramming of this device. The device was found to be pacing at 70 bpm and was latched in this position. The device was unable to be interrogated. It was also reported that the atrial tachy electrogram storage had been reprogrammed from 50% to 0% following guidant's june 17, 2005 physician communication. The device was subsequently explanted and returned to guidant for analysis. No adverse patient symptoms were reported.